Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). The complaint is unable to be confirmed as the complaint unit was not returned for evaluation and no relevant procedural imagery was provided. There is no evidence to suggest an edwards manufacturing defect. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. The most likely cause is patient factors including avr, CABG, and endocarditis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (component code).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a 23mm 11500a inspiris resilia aortic valve was explanted after an implant duration of 1 month due to some degree of dehiscence and severe paravalvular leak. The patient presented with congestive heart failure. The explanted device was replaced with a 21mm 11500a aortic valve. The patient tolerated the procedure well and discharged on pod#19. Per medical records, the patient presented with nyha class iii heart failure. Pre-operative tee demonstrated partially dehisced aortic valve with severe pvl. The patient underwent a re-do sternotomy. Intra-operatively, initial bioprosthetic valve was explanted and the annulus was debrided, pseudoaneurysm was found at the non-coronary sinus extending to the left atrial dome. A bovine pericardial patch was used to repair the pseudoaneurysm. A 21mm 11500a inspiris resilia aortic valve was successfully implanted. The patient tolerated the procedure well and was transferred to ICU in stable condition post procedure and discharged on pod#19. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.